Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history records for the component lots were reviewed. The associated lots (3) were released based on the manufacturer's acceptance criteria. Processing abnormalities from the associated lots that could have contributed to the complaint were found during the review. The root cause has not been determined. (B)(4).

Event description:
A surgeon reported that she was unable to enter the vitrectomy probe inside the trocar during a vitrectomy surgery. As a result, the trocar popped out from the patient's eye. The surgeon tried to enter the vitrectomy probe into another trocar outside the eye and was unsuccessful again. The cassette was replaced and the surgery was completed without further events. No patient harm was reported. No additional information is expected to be received.